Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped per instruction. The md inserted the teflon sheath into the pt's left femoral artery. The iab was inserted w/o incident. As soon as intra-aortic balloon pump (iabp) therapy began, the pump alarmed "helium leak" every 5 minutes. There was no blood observed in the driving tube, but the tube was replaced. However, the pump still kept giving the alarm. The decision was made to exchange the pump, autocat 1 with an autocat2 wave. But again, autocat2 wave gave the same alarm. So, finally, the md removed the iab and teflon sheath as one unit. The second iab was prepped and the insertion site was the same as the first iab (left femoral artery). The pump stopped alarming and the iabp treatment with the second iab went well. The ce cleansed the first iab and he suspected the balloon was ruptured. There was no reported pt death or injury. The iabp therapy was delayed until the second iab was prepped and inserted. There were no pt complications and the pt outcome is listed as good.